Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer deliver a bolus and insulin pump had software error detected alarm three times at the same time. The customer¿s blood glucose 138 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. Customer stated that they performed self-test and insulin pump did not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the pump history due to software error.